Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h4; h6 an investigation into the reported event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the lip of the head has scuffing and there is debris visible inside of the taper. The head was submitted for further analysis. Analysis determined a modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ this complaint was confirmed based on the returned device and provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03126. D10: cat #: 00630506040 / liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell / lot #: 62598526. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right hip procedure approximately 9 years post implantation due to elevated ion levels and slight joint effusion. During the procedure, black staining was noticed on both sides of the head and the trunnion of the stem. The liner was also removed and damaged upon removal. The head and liner were removed and replaced. It was reported that no further information is available.